Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced elevated blood glucose levels (reading "hi" on the meter) with nausea and vomiting. The reporter indicated that the patient's site and set were changed on (B)(6) 2012 and the patient's blood glucose levels were in the 200 and 300mg/dl range on (B)(6). On (B)(6) the patient woke up with a blood glucose level of 348mg/dl and it was "hi" by 10:30 am. The reporter indicated that when they removed the cartridge from the pump insulin came out of the cartridge compartment. The cartridge was reportedly leaking from the plunger end. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to a cartridge leak.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.